Manufacturer narrative:
The changes are the following: b.5. Describe event or problem: it was reported that separation occurred during use with a syringe insulin 0.5ml 31ga 8mm w10 self. The following information was provided by the initial reporter, "the syringe 50ui separated from the needle." D.4. Medical device lot #: 9168508. D.4. Medical device expiration date: 2024-06-30. H.4. Device manufacture date: 2019-09-27. D.1. Medical device brand name: sringe insulin 0.5ml 31ga 8mm w10 self d. 1 medical device type: na d.2. Common device name: syringe d.3. Medical device manufacturer: becton dickinson de mexico d.4 medical device catalog #: 326779 d.4. Unique identifier (UDI) #: 00382903267798 g.2 manufacturing location: becton dickinson de mexico g.5. PMA / 510(k)#: na h3 other text : see h.10

Event description:
It was reported that separation occurred during use with a syringe insulin 0.5ml 31ga 8mm w10 self. The following information was provided by the initial reporter, "the syringe 50ui separated from the needle."

Manufacturer narrative:
H.6. Investigation: customer returned photos of 1/2cc, 8mm, 31 syringes with the shelf carton from lot # 9168508. Customer states that the syringe separated from the needle. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9168508. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200834108] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #200834108 was created for high shield pull. Debris in the shield carrier dial. Corrective action: l2l dispatch #72823 was created for high shield pulls. Removed the debris from the dial and lubed the slides.

Event description:
It was reported that separation occurred during use with a syringe insulin 0.5ml 31ga 8mm w10 self. The following information was provided by the initial reporter, "the syringe 50ui separated from the needle."

Manufacturer narrative:
Initial reporter address: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a unspecified bd syringe. The following information was provided by the initial reporter, "the syringe 50ui separated from the needle."